Event description:
It was reported that the patient presented in the operating room for a device change out due to normal eri. During dft testing with new device, first therapy resulted in low high voltage lead impedance. Physician elected to cap and replaced the lead. No additional complications occurred during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.